Event description:
Maceration: I recently had a patient who was using npwt while here in the hospital. We currently use the kci wound vac for inpatients and then the patients get switched to s&n when they are discharged. After the patient went home, he had to return to the ER three times over the course of about a month or so. Each time he had bleeding episodes into the s&n npwt canister. On two of those times, he had to be admitted for further treatment. When we used the s&n renasys in the hospital before, we had episodes where the pressure would seem to build up somewhere in the line, causing marks or injuries on the skin where the wound was located. With these previous episodes the canisters would be bone dry and the tubing also be dry. The wounds would be macerated and we had one patient which suffered a deep tissue pressure injury at the soft port end under the dressing. This was the reason we changed back to the kci wound vac in the hospital. My concern during that time is similar to the concern I now have for my most current patient in that I'm wondering if the pressure is not being equally distributed over the line--or is the pump pulling at uneven pressures, causing a buildup in the system, with higher pressure exerting against the wound end?? Also I'm wondering if there was some kind of problem with the soft port tubing so that there was a backup of pressure in the system, so that's why I'm obtained the lot numbers for the dressing kits as well. With my patient who had the bleeding episodes, he stated that he felt something at the soft port side each time, then realized that there was a large amount of blood in the canister. His wound was very stable when he was discharged the first time and the s&n go was set to a pressure of 120mmhg. Complaint for soft port kit is (B)(4).

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device. Smith & nephew received the above product complaint for a severity of potential correctable injury. The soft port dressing kit lot number 2013030144 information was provided for device history record review and no anomalies were noted. All soft port dressing kits go through a series of visual and performance test prior to release. Renasys go pump serial number (B)(4); device history record review indicated no discrepancies/rework on this device. This report is deemed inconclusive. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described. The soft port achieves negative pressure by drawing air through the aeration disk located distal to the wound site and close to the quick-click connector. Air flows on the top foam layer (aeration pathway) to the wound, exudate and admitted air is removed through the bottom layer (fluid handling pathway). When negative pressure is achieved, the soft port will appear ¿compressed¿ with a ¿raisin-like¿ texture. Per clinical guidelines, it is important the hole in the transparent film be cut to 0.6cm and opening in soft port is properly aligned with opening in transparent film to ensure a good seal and decrease risk of inconsistent alarms. Per clinical guidelines dressing applications should be completed according to the clinical guidelines. Based on information provided, unable to determine if maceration is caused directly by device/dressing or dressing technique. Furthermore, under the indication for use (IFU) the warning section states where possible the device, system tubing should be positioned horizontal with or below the wound. Most probable root cause is user technique.